Manufacturer narrative:
(B)(4). Four md screw products identifications were reported in conjunction with this event. It is unknown after follow-up attempts which two screws backed out and revised. The information for three other screws is as follows: item name: md screw 2.7mm x24mm. Catalog number: 131227324. Lot number: unknown. Expiration date: unknown . Manufacture date: unknown. Item name: md screw 2.7mm x20mm. Catalog number: 131227320. Lot number: unknown. Expiration date: unknown. Manufacture date: unknown. Item name: md screw 2.7mm x22mm. Catalog number: 131227322. Lot number: unknown. Expiration date: unknown. Manufacture date: unknown. Concomitant medical products: item# 131227324; md screw 2.7mm x 24mm; lot# unknown. Item# 131227320; md screw 2.7mm x 20mm; lot# unknown. Item# 131227322; md screw 2.7mm x 22mm; lot# unknown. Item# 131823050; dvr lock wide l; lot# unknown. Item# 131227218; 2.7mm non locking cortical screws; lot# unknown. Item# 131227216; 2.7mm non locking cortical screws; lot# unknown. Item# 131227210; 2.7mm non locking cortical screws; lot# unknown. Item# 131227218; 2.7mm non locking cortical screws; lot# unknown. Foreign: event occurred in (B)(6). Reported event was confirmed by review of x-rays, which identified transverse fracture involving the distal radial diaphysis with dorsal angulation of the fracture fragments. Interval placement of a plate and screw fixation device along the fracture with eventual backing out of one and possibly two screws along the distal plate into the volar soft tissues. Visual examination of the returned plate identified scratches on it, possibly from explantation. A total of ten unknown screws were returned. However, with the help of the family number they have provided and measuring the length of the screw it was possible to determine the part number of the screws. Dimensions taken on all 6 multi-directional screws were conforming to print specifications. Visual inspection of the screws did not show any damage or wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00819.

Event description:
It was reported that patient underwent plating procedure. Subsequently, the patient underwent a revision procedure due to multi-directional screws backing out of a drv crosslock plate 4 months post operatively. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.